Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6) 2016. On (B)(6) 2016 customer experienced an unspecified elevated bg level that was treated with an insulin injection and a bolus delivered by the pump; however, customer's bg level then decreased to 40 (mg/dl). Customer addressed the low bg level by eating some cookies. Later in the day on (B)(6) 2016, customer experienced elevated bg levels between 250-400 (mg/dl) that were treated with boluses and an insulin injection. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that infusion site would be changed.